Event description:
The customer contacted stryker to report that their device repeatedly played the same voice prompt without advancing to the following one. Without appropriate voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analysis center (pac) and verified the reported issue. However, the cause of the reported issue could not be determined.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. It was concluded that the device can not be repaired. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device repeatedly played the same voice prompt without advancing to the following one. Without appropriate voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.